Event description:
The customer reported the device alarmed during an infusion; when the nurse opened the door, the silicone segment was ballooned at the upper fitment. There was a new midline catheter placed earlier that day. It is unknown if an IV push was administered prior to the balloon being noticed. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.